Manufacturer narrative:
A beckman field service engineer (fse) evaluated the au5800 analyzer and could not determine the primary cause. Therefore, the fse replaced multiple hardware including the ise cables (na, k, cl, ref), joint, ise tubing, cl electrode, ise data board and cell block to resolve the issue. The fse performed calibration and quality control with passing results. The fse verified the analyzer resumed to normal operation. Due to multiple hardware interventions performed, a definitive component could not be identified as the sole contributor of this event, however, there is sufficient evidence to suggest a hardware malfunction was the cause of this event. Section a2, a4, and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported obtaining erratic ion selective electrode (ise) patient results for sodium (na), potassium (k) and chloride (cl) due to low anion gap values on their cell 2 of the au5800 clinical chemistry analyzer. The samples were re-analyzed with normal results. The customer did not release initial results outside the laboratory. There was no report of change to treatment, injury, or death associated with this event. The customer provided patient demographics and shared only initial results for five patients.